Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report hardware failure on (B)(6) 2014. At the time of the call, dexcom technical support advised patient to reset the device.